Manufacturer narrative:
Product is scheduled to be returned, but has not been received by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the reporter. Review of the device history record for the product lot showed that a sampling of units passed all testing prior to shipping and no nonconformance were identified related to this lot. Images of the reported failure were provided by the reporter. Upon review, the images appear to show a break in the webbing material. The material appears to be frayed as if from repeated rubbing against a surface to wear down and eventually cause a break in the material. Historical complaint data review for this product found one other complaint for of a patient who was able to self-release after the restraints were applied. In that instance, the customer had suspected that the restraints were not applied correctly, but they were not returned and the complaint could not be confirmed. In-servicing with a company representative was performed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provided adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
A company representative reported that a patient was able to get out of the restraints, no injuries reported. Photos will be sent to product complaints. Restraints were new out of the box. Gtin numbers were not provided.